Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 96 mg/dl. One to two infusion sets from every order caused him to receive no delivery alarms. He also experienced high blood glucose levels when his reservoir was empty. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.